Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. There was moisture visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 07/21/2015 with the following findings: a review of the pump black box history showed multiple pump reboots. A visual inspection of the pump revealed that the battery compartment was cracked on the side, extending from the threads down to the case seal. No evidence of moisture was found inside the battery compartment. The returned battery cap had a worn ¿coin slot" on the top but secured fully to the pump and was able to maintain an electrical connection. The battery cap contact height was found to be outside of the required specifications. The battery cap contact width was found to be within the required specifications. A leak test was performed and a leak was found at the crack in the battery compartment. There was moisture observed behind the display lens. During testing, the pump powered on and the display was found to be discolored with black horizontal lines through the text. Further testing was not able to be completed due to moisture damage. While attempting to perform the rewind, load, prime sequence, the pump emitted a cs 078 call service alarm during the rewind step. The pump case was removed and moisture corrosion was found on the internal pump components. The intermittent power issue was observed in the pump history but was unable to be adequately investigated due to the moisture damage. (B)(4).